Event description:
It was reported the patient would be sitting there and suddenly it would come on like on a timer. The patient had an appointment on (B)(6) for reprogramming. Upon follow-up, there were no issues. The patient was reprogrammed for r leg and bilat feet.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).